Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d6b; g1; g3; g6; h1; h2; h3; h6. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided of the taper adaptor; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty. Subsequently, the patient experienced glenosphere dissociation and underwent a revision approximately six years and ten months post-implantation. The patient later experienced another sphere dissociation, and the baseplate was fully revised due to suspected faulty taper or leveraged positioning. The screws/variables were removed during the intervention. The subsequent baseplate revision occurred approximately three weeks after the first revision. The patient experienced pain and loss of range of motion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remained implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty approximately seven (7) years ago. Subsequently, the patient underwent a revision surgery due to the implant disassociating.